Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported that he was developing a rash under the lifevest. The patient reported that he was a doctor and was using a cortisone salve on the area. During a follow up, the patient reported that he had ended use of the lifevest and that the rash had improved after removing the device.